Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of event is estimated.

Event description:
It was reported that the patient was experiencing discomfort at their pocket site. The patient did not experience any trauma. As a result, the patient underwent surgical intervention on (B)(6) 2019 where in ipg was relocated to a comfortable spot.